Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. The console logs were not available for analysis, since the console would not boot up. During the investigation, the issue was reproduced: console would not boot up, being ¿stuck¿ at the initial stage of the process, presumably before os was accessed. Replacing cf cards with known-good ones did not resolve the issue. After replacing entire 4-in-1 assembly (including cf cards), the console was able to boot up. Analysis of original cf cards using diagnostic software indicated that cards were corrupt. The root cause of the aic issue was a defective 4in1 board.

Event description:
The customer reported that they sent an automated impella controller back due to repeated fail attempts to start. The console was investigated by the post market engineer team and advised the technician to change the sd flash cards due to corruption, and a new set of battery. Both components were replaced and the console booted up fine, as were the new battery charging to spec. Upon receiving the console, the customer stated that the console still remains the same having problems starting up. There was no patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. The console logs were not available for analysis, since the console would not boot up. After arriving for inspection, the issue was reproduced: console would not boot up, being ¿stuck¿ at the initial stage of the process, presumably before os was accessed. Replacing cf cards with known-good ones did not resolve the issue. After replacing entire 4-in-1 assembly (including cf cards), the console was able to boot up. Analysis of original cf cards using diagnostic software indicated that cards were corrupt. Console¿s inability to boot up was caused by defective 4-in-1 and corrupted cf cards (damaged by malfunctioning 4-in-1.)